Event description:
It was reported that while implanting the screw, the doctor realized that it was too long. When he went to remove it, the head snapped off. The head was retrieved but he was unable to remove the remainder of the screw. This was a chevron bunionectomy on the right 1st metatarsal. A 1.7 cannulated drill bit was used prior to insertion. The procedure was completed. The broken screw was fully seated and remains in the patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. The most likely cause(s) of this type of event include improper bone preparation, leveraging the screw during insertion, or over-insertion. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part of device remains in patient.